Event description:
It was reported that the subjected device was not powering on. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to system failure of printed circuit board failure (mother board-1251 board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.